Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported thumb advancer issue and difficult to remove was confirmed based on the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to deploy the thumb advancer appears to be related to user technique and/or an interaction with patient anatomy. The difficulty to remove appears to be related to use error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: reportedly, the physician did not remember how to split the starclose se sheath. There was resistance to sheath splitting due to adipose tissue, although the starclose se sheath was split. The physician did not remember how to use the safety release mechanism. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device after an interventional procedure. Reportedly, the starclose se device sheath was trapped in the adipose tissue."the physician did not remember the system that deploys the starclose se sheath and so had to pull the device abruptly." The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.